Event description:
It was reported to boston scientific corporation that a truetome¿ 44 was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician inserted a dreamwire into the bile duct and placed the truetome¿ 44 on the papilla. He pedaled the foot switch to deliver the current; however, the current was not delivered. Reportedly, the generator settings were set to 120w with a coagulation setting of 30w. Additionally, there was no visible damage noted to the device. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Result ¿ no failure detected; the alleged failure could not be duplicated, however, the working length was found to be kinked and twisted. The exposed cutting wire was also bent. Visual evaluation of the returned device found that the working length of the device was twisted and kinked, especially on the tip area. The exposed cutting wire was also bent. Functionally, a resistance test was performed and the resistance across the 2-in-1 connector and all sections of the cutting wire was within specification. The device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Therefore, the most probable root cause is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a truetome¿ 44 was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician inserted a dreamwire into the bile duct and placed the truetome¿ 44 on the papilla. He pedaled the foot switch to deliver the current; however, the current was not delivered. Reportedly, the generator settings were set to 120w with a coagulation setting of 30w. Additionally, there was no visible damage noted to the device. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.